Event description:
The customer reported a clear fluid leak of approximately 5ml in volume from the right front area of the diluter of a coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The customer was running quality controls (qc) when the leak was discovered and also reported receiving no differential (diff) results on the controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/15/2015 and found the tubing at pinch valve vl27 was cut where the tubing is pinched by the valve. The fse replaced the tubing at vl27, and primed the diff pak. The repairs were verified per established service procedures. (B)(6).